Event description:
Samples that have very high levels of lactate may give results that are falsely normal. Activation of a prozone check for the affected instruments is in progress and will prevent reporting of the affected results.